Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system referenced is being filed under separate medwatch report.

Event description:
This is filed to report the gripper actuation issue. It was reported that this mitraclip procedure was to treat torrential tricuspid regurgitation (tr). A mis-key technique was used. The first clip delivery system (cds 80412u270) was advanced to the valve, but the clip became caught on the leaflet. Troubleshooting was performed for about one hour, but was unsuccessful. The clip was going to be deployed only on the septal leaflet; however, while establishing final arm angle, the clip popped open and released. The cds with the clip was removed, and a massive flail and chordal ruptures were observed. The cds was tested twice outside the anatomy, and the clip popped open again. A new cds was advanced and the clip was deployed. The next cds (80412u272) was advanced, but the grippers snagged on the implanted clip. The clip was re-positioned. While attempting to raise the grippers, the grippers did not respond. It was thought that the clip was out of the valve. The clip was going to be closed and removed, but the cds would not move. It was then seen that the posterior / septal leaflets were perfectly grasped without realizing. The leaflets were on top of the grippers and not the arms. The clip was deployed. While removing the gripper line, the normal resistance was not felt. Two clips were deployed, reducing the tr 1-2 grades to severe. It was noted that imaging was difficult throughout the case and tricuspid height issues made it difficult for maneuvering the cds. The patient was confirmed to be stable post procedure. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and a definitive cause for the reported gripper actuation issue cannot be determined in this incident. The reported physical resistance of the gripper snagging and physical resistance with the anatomy appears to be procedural circumstances due to imaging difficulties. The reported poor image resolution appears to be due to a combination of procedural circumstances and challenging patient anatomy (tricuspid height). The mitraclip system instructions for use (IFU) states that the mitraclip system is intended for reconstruction of the insufficient mitral valve; however, the use error did not contribute to the other reported issues. There is no indication of a product quality issue with respect to manufacture, design, or labeling.